Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider checked and found the noted condition, opened compressor, cleaned electronic solenoid, air and oxygen water trap, exhalation valve and it working properly.

Event description:
It was reported that during set up the ventilator generated a no air supply alarm. There was no patient involvement.